Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qdmbru, and no non-conformances related to the reported complaint condition were identified. Summary: thirteen unopened samples of product were received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed on body, tip or swage area. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The device performed without any defect noted and the complaint sample was not received for evaluation. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the needle grasped during use? Was there any change in the patient's post-operative care as a result of the prolonged surgery? Other relevant patient history/concomitant medications what is the patient¿s current status? Additional information was requested, and the following was obtained: were x-rays taken to locate the needle piece(s)? Yes ¿ multiple x rays and eventually the c arm were utilized to locate the needle. What tissue/location was suturing when pull off occurred? The needle broke inside the abdominal wall while they were advancing it through the ski. Were there any unexpected outcomes or complications as a result of this suture needle pull off event that took 3 hours? Yes, they could not locate exactly where it was embedded in the tissue. Procedure and event date? - I believe it was (B)(6). Lot number? - qdmbru . What is current condition of the patient?- trying to follow up with surgeon to see device return status/follow up? They discarded the broken needle. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a lap hysterectomy on (B)(6) 2020 and the suture was used to close a port site. During the procedure, the needle broke off inside the abdomen wall and imaging must be used to retrieve the remainder of the needle. It took three hours to identify exactly where it was and retrieve it. Additional information has been requested.